Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was high mg/dl, no bg meter comparison value was reported. It was reported that the patient ¿almost passed out¿ due to the cgm inaccuracy and from the ¿shot¿ (medication not specified) he gave himself. There was no documentation of what treatment the patient provided himself for the presyncope. Attempts to reach the patient for further event information was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).